Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the physician suspected this right atrial (ra) lead had caused a perforation during attempted implant. Sensing issues, high and out-of-range impedance, and loss of capture was also reported. It was also noted that helix issues were encountered; the helix would not extend after 30-40 turns. This lead was not used and another lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured near the terminal pin. This could have caused or contributed to the reported clinical observations. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/26/2018 02:01 pm CT. The report number is being corrected from: 2124215-2018-62679 to: 2124215-2018-61209.